Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had emotional instability and mutism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced transient silence, which was stated to be unlikely related to the device/therapy and not related to the implant procedure. It was reported that there was possible catatonia and hysterical conversion. The patient then started experiencing symptoms of instability on (B)(6). The patient was reprogrammed which resulted in agitation, hallucinations and inconsistent since the increase in stimulation. The event was reported as resolved without sequela (B)(6) 2019. The event resulted in an emergency room visit. No further complications were reported or anticipated.